Manufacturer narrative:
The investigation determined that there was reagent contamination, which occurred during the filling process of the elecsys ca 19-9 reagent cassettes lot number 416245 for the cobas e 801 module only. The issue is related to contamination of the reagent with magnetic particles. A replacement lot is not currently available. Roche has provided two workaround options to customers. The first workaround is customers may discontinue running the elecsys ca 19-9 assay on the e801 and instead run the ca 19-9 assay on the cobas e 411 analyzer, cobas e 601 and 602 modules, or the modular analytics e 170 module. The second workaround is customers can continue to run the ca 19-9 assay on the e801 and repeat all results =37 u/ml within 2 hours. Customers are also instructed to use only the first 200 determinations of the 300 test cobas e pack. Instructions for implementing these workarounds were communicated to customers by customer notification.

Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable ca 19-9 elecsys e2g results from the cobas 8000 e 801 module. The initial result was 155 u/ml and the repeat results were 55 u/ml and 57 u/ml. The initial result was not believed to be correct. The questionable result was not reported outside the laboratory. The reagent lot number was 416245. The expiration date was asked for but not provided.